Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) was dispatched for the event. The fse observed the instrument for six hours but could not reproduce the problem. Instrument was operational. No further complaint was received as of (B)(4) 2011.

Event description:
A customer reported to beckman coulter, inc. (Bec) that a belt on hematology was not turning and that there was a rubber smell coming from the power processor. No effect to patient or user was reported in connection with this event.